Manufacturer narrative:
(B)(4).

Event description:
It was reported that the insulin pump had physical damage. Customer's blood glucose was 138 mg/dl. Customer stated the insulin pump had cracks and there was missing piece near the battery compartment. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.